Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: spasms. The pt reported that they were unable to test due to meter not giving them readings through their talking device. The issue is documented as undefined. The result from the pt's meter is unknown. There was a result of 50mg/dl documented. The source of this result is unknown. The result from the emt meter is unknown. There was no comparison between the pt's meter and any other device. The pt took insulin based on their normal results. The treatment is unknown. The pt reported that they "went into low sugar symptoms and had spasms and had to call ambulance". No further info has been reported.